Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: b4: date of this report b5: describe event or problem h1: type of report, follow-up number h2: follow up type h3: device evaluated by manufacturer: change ¿no' to 'yes' h6: evaluation codes h10: additional narrative one osseotite® tapered implant 4 x 10mm (nt410) with mount was returned for investigation.. Visual evaluation of the as returned product identified damaged hex. Implant external threads were somewhat damaged as well, likely from the retrieval process. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Patient had bone density of type ii (moderate bone density). The implant had been placed on tooth site #35 but could not finish procedure since the mount rotated inside the implant. X-ray or picture image was not provided. Documents reviewed: biomet 3i dental implant IFU (p-iis086gi) rev g - october 2019. Information identified: warnings, precautions and potential adverse events. Per the applicable IFU, it is stated that improper technique can cause device failure. DHR review was completed for the subject lot number 2019020984. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review by lot number (2019020984) was performed for similar events and no complaint about nonconforming products was identified. January post market trending was reviewed and there were no actionable events or corrective actions for the reported event (damaged drive feature) or product (nt410). Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Weight unknown / not provided.

Event description:
It was reported that the implant at tooth was removed because the mount rotated inside the implant and doctor did not manage to place the entire implant. After removal another implant was placed.